Event description:
Related manufacturer number: 2017865-2022-45154. During follow-up, unspecified oversensing was observed on the device and right ventricular (rv) lead. Reprogramming was performed and noise was reproduced. Abbott technical support was contacted and suggested with another reprogramming changes. No further intervention has been performed at this time. The patient experienced no adverse consequences.